Event description:
A caller reported a malfunction on the pump, displaying multiple malfunction codes. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer began using an alternate insulin therapy and tandem technical support arranged for a replacement pump to be sent, advising on steps for the transition and return of the malfunctioning pump.